Event description:
Delivery end of the cord is a light carrier and it sticks out over the coupler end by about 3-4mm. The light cord was laid on a towel in a sterile field and when it was turned on, within seconds, the towel caught fire. Rptr states that a competitor makes the same type of cord which has a cover guard for the end. Rptr believes that if device had this guard the fire would not have started. MFR was notified about event and is investigating.